Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. (B)(6).

Event description:
Pinnacle metal on metal litigation received. Litigation alleges injury, pain, implant failure, metallosis, swelling, lack of mobility, emotional distress, excessive levels of chromium and cobalt ions, damage to surrounding tissue and bone caused by an inflammatory response, pseudotumors, bursitis, and bone erosion. Doi: (B)(6) 2005; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.